Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that they were hospitalized for diabetic keto acidosis on unknown date. Blood glucose reading was unknown. The customer was also hospitalized for brain tumor. The event was caused by the reservoir was empty. The customer was treated with intravenous insulin at the hospital. The insulin pump will not be returned for analysis.